Event description:
The information received from the study indicated that in 2006, the patient was consented, enrolled and received a 2.5 x 28mm cypher stent to the mid left anterior descending artery (lad). Rescue balloon angioplasty of the second diagonal artery was performed, and an unsuccessful attempt of intervention to a chronic total occlusion of the right coronary artery was also performed. About one year and one month after the index procedure, the patient underwent coronary angiography for further risk stratification for non-cardiac surgery. The patient was found to have edge restenosis of the mid lad, and balloon angioplasty was performed. The patient also received one liberte stent to the proximal lad. The patient was kept overnight for observation, and discharged the following day in stable condition. The event was documented as a target lesion revascularization probably related to the study device and procedure.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.